Manufacturer narrative:
During a onsite visit, the fse (field service engineer) replaced the e4 sensor and successfully completed system verification. Review of the logfiles shows the user performed successfully treatment without any issue so no treatment was interrupted by the reported error/warning message. The warning only occurred during several energy checks. No root cause can be determined by reviewing the logfiles. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported receiving a laser head message, energy was not in the required range during a surgery. Upon follow up, surgery was completed.